Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.